Manufacturer narrative:
All retained samples were found to be fully compliant with product specifications. However, the exact origin of the foreign matter (hair) cannot be determined with certainty. Considering its very small size and nature, potential sources may include the manufacturing environment, the needle used during aspiration, the administered medication, or handling during use. Therefore, a direct association with the syringe itself cannot be conclusively established. Nevertheless, as a precautionary measure, a potential root cause related to improper use of protective clothing (e.g., incomplete use of garments or hair covers) has been considered. To mitigate this risk, packaging operators have been retrained on gowning procedures, standardized operations, and on-site practices, with reinforced emphasis on product quality awareness. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.

Event description:
Customer reported a particulate matter/hair found inside a 60 ml solm syringe. Hair was found inside the syringe not the package. It is hard to determine if it is embedded within the syringe or just inside surface but we tried to see if the hair can be move but so far the hair is stuck in its place. There's a drug inside the syringe still, hence, can't do much manipulation with the syringe.